Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product is not expected to be returned.

Event description:
It was reported that the display of the infusion device was defective.